Event description:
The patient came to the hospital for a routine removal of his port. After the port was removed, it was noted that it had broken off somewhere. Chest x-ray did show a large portion of the catheter had broken and the catheter itself was in the patient's right atrium.